Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "poor cutting performance" (dull). A customer reported poor cutting performance on knives. Additional information received indicated there were four patients involved. There was no patient harm to any of the involved patients.

Manufacturer narrative:
A visual inspection was performed on the four returned opened samples. Three samples were found to be conforming and the fourth sample was found to be nonconforming for a slightly damaged tip and cutting edge. Penetration testing was performed and found to be conforming for all four samples. Evaluation and root cause could not determine how or when the fourth sample became damaged. All knives are 100% inspected by trained operators. Any defects, such as the damaged tip and cutting edge exhibited on the one returned opened sample, would be culled from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the functional quality of the product. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).